Event description:
The physician set up coaxial form with a reperfusion catheter 032 and reperfusion catheter 054 outside of the patient's body. When inserting a guide wire with a 70 degree angle, the guide wire kinked in the reperfusion catheter 032. It was unknown if the angle of the guide wire tip was the issue when inserting it into the catheter.

Manufacturer narrative:
Results: there is a kink 20 cm from the hub-shaft joint. Conclusion: the complaint was evaluated and confirmed. The kink in the catheter was not noted in the complaint and was likely due to post-procedural handling. Based on the design of the catheter, it is possible that the shaped tip of the guide wire could catch in the catheter in this location where the ID of the catheter shaft is 0.041'', approximately 2.5 times the diameter of the guide wire. If the tip of the catheter catches inside the lumen of the catheter in this area, the relatively large diameter would allow the tip of the shaped guide wire to double over resulting in friction as the physician attempted to advance the guide wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device has been received for evaluation; however, additional information from the reporter is required to complete the investigation. A follow-up MDR will be submitted upon completion of the device investigation. Device investigation in progress.